Event description:
A report was received that the patient had a fever, was nauseous, and his pocket and lead sites were red and swollen. The patient was given IV antibiotics pre-operatively and oral antibiotics when the symptoms developed. The physician feels the patient's symptoms were procedure related and due to the healing process. The patient is reportedly doing well and the symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial #s (B)(4), description: linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.